Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. The outer spherical surface of the impactor head was cracked. Metal debris was embedded onto the surface of the impactor head. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that sterilization found impactor head had a big crack in it prior to sterilization cycle. Must have been used too many times. No patient impact.